Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged as the customer experienced difficulty connecting the usb cable to the port to charge the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.